Event description:
Open area at 11 o'clock position beneath the mass, with white drainage and approx the size of 32mm. The end user stated there is no bleeding or itching. The product was reported in use for two days.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. The end user reports using normal saline, (B)(4) powder, the (B)(4) and a protective barrier. End user did not provide any add'l info about the protective barrier being used. No add'l event details have been provided to date. A return sample for eval is not expected. Should pt/event details become available a f/u report will be submitted.

Manufacturer narrative:
The product associated with batch 3m01160 was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).